Event description:
During the procedure the spinnaker elite flow directed catheter 1.5 f-l ruptured while being inside the pt's body, just before the introduction of glue. No complication and/or injury occurred with the pt during this event.